Manufacturer narrative:
As reported by the initial reporter, no additional information will be available. Batch reviews performed on 14 july 2016. (B)(4).

Event description:
Revision surgery is planned because of infection.